Event description:
It was reported that the pump emitted multiple loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the display screen was found to be misaligned and the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.